Manufacturer narrative:
MDR . Name of retailer: gets supplies through boise va. Based on the available information, this event is deemed to be a reportable malfunction. Photograph, video and/or physical sample evaluation: no photograph associated with this case was received. No return sample has been received for this complaint. Batch record revision results: lot 5b01025 was manufactured on 05/feb/2025, in ats # 2 line, with a total of (B)(4) market units (mkus). The complaint investigator performed a batch record review on 19/aug/2025, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material identification (ID) 1222277 and manufacturing order (B)(4). Review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue were found within the documentation. Historical complaints review: on 19/aug/2025, complaints investigator ran a query in database in order to verify the complaints reported for the 5b01025 lot for the malfunction ¿skin barrier starter hole is defective (e.g misalignment or off center), leakage may occur (moldable only)¿ defect and only one (1) additional complaint was identified. Historical nonconformance review: on 19/aug/2025, the complaint investigator ran a query in database looking for any in process nonconformance / corrective and preventive actions (CAPA) (s) associated to the malfunction ¿skin barrier starter hole is defective (e.g misalignment or off center), leakage may occur (moldable only)¿ for the lot number 5b01025 and as result, no nonconformance / corrective and preventive actions (CAPA) (s) for this malfunction were generated during the manufacturing process of the referenced lot. Current quality controls: based on the process instruction (pi), the following tests are performed in the manufacturing lines, in order to identify this failure mode in our manufacturing process: test methods (tm) ¿package seal integrity nonconformities - method 8¿ ¿ frequency: hourly ¿ sample quantity: (B)(4) market unit ¿acceptance criteria: accept = 0 / reject = 1. Dimensional inspection: - film release liner: the film must remain intact along the length of the wafer without any cuts in the center hole. The film release tab must be free and not be trapped under the adhesive disk. ¿ frequency: hourly ¿ sample quantity: 3 samples per cavity ¿acceptance criteria: accept = 0 / reject = 1. - collar concentricity: support ring concentric within 2.0 millimetre (mm) to the collar through the cut. Concentricity meter: (45mm flange: 3dka0001-01) ¿ frequency: hourly ¿ sample quantity: (B)(4) samples of disc collar machine ¿acceptance criteria: accept = 0 / reject = 1. - adhesive disc alignment: the disc must not contact the srp adhesive disc ID collar and must be concentric within 2.0mm. ¿ frequency: hourly ¿ sample quantity: 3 samples per cavity ¿acceptance criteria: accept = 0 / reject = 1. Defect rate analysis: there have been only 11 defective parts confirmed to date from a lot size of 151,800 products. This represents a defect rate of only (B)(4) which is well within an appropriate acceptable quality level (aql) for leakage which should be 0.25% based on our standard operating procedure (sop). In addition, all the in-process testing on this lot did not find a single defective unit, which confirms that the lot is unlikely to breach an acceptable quality level (aql) of 0.25. Importantly to date, it is well within our accepted acceptable quality level (aql) level for this type of failure mode or defect. Conclusions: a review of batch records was completed and showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancies related to this issue were found within the documentation. This issue will be monitored through the post market product monitoring review process, standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.

Event description:
The end user reported that five wafers in the box had starter holes off centered. She used them and had a leakage after one day. The usual wear time was one week. She was using both her wafer and her company's known seal as she wasn't sure which one caused the leakage and she had to change both with leakage. It was her opinion she might have been getting seconds with decreased quality product. No photo was available at that time.